Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was pixilated and had what appeared to look like "ink blots" on the pump touch screen. Customer is unable to interact with the pump touch screen due to the damage blocking graphics and text. Customer's blood glucose was 214 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.